Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was a school teacher who began to feel lightheaded. The patient¿s cgm was reading 170 mg/dl, and her bg meter was reading 36 mg/dl. The patient was wearing an omnipod insulin pump. The school nurse attended to the patient and had her drink 2 juice boxes as treatment. The patient recovered after treatment. There was no information that the patient sought assistance from a higher level of care. The patient replaced her sensor and was feeling better at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.